Event description:
End user alleges while operating the motorized wheelchair, she misjudged the distance of a curb and drove the unit off of the curb, allegedly injuring her right foot. Allegedly, the end user did not seek medical intervention until at least one week after the alleged incident at which point, she was hospitalized and treated for cellulities of the right foot.

Manufacturer narrative:
No malfunction of motorized wheelchair unsuspected. End user reported misjudging the distance of a curb and drove off the curb. End user also tested positive for cocaine, as recorded in the written medical documentation received from the treating hospital. The hoveround tekinique fwd owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb" and "stop using your power wheelchair immediately, and call for assistance if: you are taking medications, drugs, or alcohol that affect your ability to safely drive".